Event description:
Customer reportedly obtained results of 4.4 inr and 4.3 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. Coumadin was decreased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.